Manufacturer narrative:
Manufacturers initial investigation: work order (B)(4) for lot 50c/17/d was reviewed. No rework or sort performed on this lot. No excessive scrap quantities noted. No ncr's related to this lot. In process testing and inspections recorded on (B)(4) were reviewed. All samples taken for tests gave acceptable results. The results for the hub to cover retention test were within specification which is minimun 1.2kgf. Lowest value recorded was 1.700kgf, highest recorded value was 6.620kgf. The following test was carried out on a quantity of 10 needles (retains): hub to cover retention test as per (B)(4) - all needles passed with the results within minimum specifications of 1.2kgf. Lowest value recorded was 1.990kgf, highest recorded value was 4.435kgf. Defective medical device has been returned to natus manufacturing ltd. Justification for not providing below information and applicable sections: part a: patient information - no patient injury reported, device malfunction occurred.

Event description:
Hub and cannula separation from the colour cover. When pulling out the emg needle from the cable, the colour cover of the needle detached resulting in uncontrollable needle movement and risk of injury to users.

Manufacturer narrative:
Visual inspection completed, complaint confirmed. Plastic colour cover separate from needle and metal hub. Cavity number of the colour cover is 4a. No further testing can be conducted as needle is disassembled. Risk assessment was completed. It was concluded that risk was categorised as low, rating 3a. There was no new hazards or no increase in probability of current hazard. No fca assessment required. (B)(4) has been opened to investigate this issue further.

Manufacturer narrative:
(B)(4) is at root cause investigation and an investigation plan is in process.

Manufacturer narrative:
The complaint log was reviewed for the past 12 months. 4 other similar complaints have been noted for this product line, 1 similar complaint for part 9013s0032 and 3 similar complaints for part 9013s0012. CAPA (B)(4) has been opened to investigate this issue further.